Event description:
Related manufacturer reference number: 2017865-2022-41457. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. The atrial lead was capped and replaced on (B)(6) 2022 due to impedance issues. The patient was stable.